Manufacturer narrative:
See h6 for code updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider stated that the catheter remains in service. The pump flipped, and when it was emptied for a refill, the residual was unexpectedly high. Moreover, they were getting a suboptimal pain control. However, the cause of the issue was unknown. Action/intervention: the patient was prescribed oral pain medication until the pump is fixed. Outcome the issue was not resolved but surgical intervention was scheduled for (B)(6) 2024.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; UDI: 00 (B)(6); ubd:2024-10-11 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal unknown drug via an implantable pump for unknown indications for use. It was reported that the patient had a catheter revision planned. It was unknown if the patient experienced any symptoms related to the event. It was also unknown if there were any envi ronmental/external/patient factors and if any diagnostics/troubleshooting were performed. Actions/interventions taken included an exploration and possible catheter revision scheduled for (B)(6) 2024. The issue was not resolved at the time of the complaint and it was stated that the health care provider would have more information about the event.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the patient experienced increased pain. The patient had lost 50 pounds and stated that the pump was flipping. There were no falls or other issues. A catheter dye study a few weeks prior to this report was not successful. The last refill three weeks prior to the report still had the majority of the medication in the pump, but the patient could not remember the volume amount. On (B)(6) 2024, a partial catheter explant occurred. The pump segment of the catheter was replaced with an 8784 catheter. The catheter was "all twirled up" and was twisting. The doctor replaced the entire section from the spine to the pump. Good flow was returned. At the time of this report, the issue was resolved, the patient was doing well, and the patient status was "alive-no injury". It was indicated that the patient's weight was 150 pounds. In regard to the patient medical history, there was no smoking or alcohol use and the patient had lost 50 pounds in the past year. The pump was used to deliver unknown morphine 500mcg/ml at 130mcg/day. It was indicated that the event occurred in october 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.